Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the sheath and imaging window were kinked, the imaging window and the imaging core were twisted, and the catheter was entangled with the guidewire. Microscopic inspection revealed the imaging window was flattened and entangled over the guidewire, and the guidewire exit port, and distal section of the tip were damaged. The impedance test shows an electrical open at the distal end of the catheter between 0-10cm from the distal housing. The catheter was properly recognized by the imaging system when plugged into the mdu, and no connection issues or errors were detected during its testing. E1: initial reporter facility: (B)(6) hospital of (B)(6). E1: initial reporter phone: (B)(6).

Event description:
Reportable based on device analysis completed on 03nov2025. It was reported that visualization issues occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery with a length of 21 mm, and a vessel diameter of 3.0 mm. Following the implanting of a stent, an opticross imaging catheter was selected for use in the ultrasound examination. During preparation, when the coronary ultrasound imaging catheter was tested outside the body, it was found to be damaged and produced no image. Attempts were made to reconnect and select imaging, but no image appeared. Even after the polaris device was restarted, there was still no image. From the beginning to the end, no image was obtained. The coronary ultrasound imaging catheter was then replaced, and the new catheter produced images successfully. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable. However, returned device analysis revealed imaging core, and the imaging window was observed flattened and entangled over the guidewire.